Event description:
It was reported that when an operator drove the proteus table down, her foot was caught between the foot pedal and the outer skin of the telescopic covers. No injury was reported. The concern is for serious injury.